Event description:
It was reported with administering a chemotherapy agent the pump is set at 999 ml/hr and it takes 3-4 hours to administer the solution when it should take approx. 1 to 1.5 hours based on the amount of solution. No patient injury was reported.